Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during grasping, the clip became caught on the chordae, and the decision was made to deploy the clip in the medial segment of the valve, without mr reduction, which is considered required intervention to prevent injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system ((B)(4)) was advanced to the mitral valve leaflets; however, during grasping, the clip became caught on the chordae. Troubleshooting was performed, but the clip could not be released from the chordae. The decision was made to place the clip in the medial segment of the valve, without mr reduction. One clip was implanted, and the mr remained at 4. The patient was clinically stable post procedure, and no further treatment has been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event and a review of the complaint history of the reported lot identified no similar incidents. While it should be noted that the mitral regurgitation (mr) ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the clip becoming caught in the chordae resulting in difficulty removing the device in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which contributed to the user experience; however, this cannot be confirmed. The reported unchanged mr was a result of procedural conditions as the clip was placed on the valve with no reduction in mr. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.